Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues found. The lesion was pre-dilated. It was reported that stent deformation occurred in-vivo during positioning/advancement . When the device was removed, a flare was observed. The device did not pass through a previously-deployed stent, no resistance was encountered when advancing the device and no excessive force was used during delivery. A new resolute stent was placed to replace the stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.